Event description:
A customer contacted beckman coulter inc. (Bci) and reported that new syringe installed by service on unicel dxc 860i synchron access clinical system cracked and is leaking slightly. No injury was reported on this issue.

Manufacturer narrative:
Service was not dispatched for this event. A customer technical support (cts) ordered a replacement for the customer to replace. No further leaking hardware complaint was filed as of (B)(6) 2011. Hardware is the root cause for this event.